Event description:
It is reported that the liner was unable to be seated into the shell due to a broken locking ring.

Manufacturer narrative:
This report will be amended when our investigation is complete.